Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: kdr701, implantable pulse generator, (B)(6) 2004; 5068, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that there was suspicion of a right ventricular (rv) lead fracture. The lead exhibited increased, high impedance and threshold along with no capture. The rv lead remains in use in unipolar configuration, and will continue to be monitored. No patient complications have been reported as a result of this event.